Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative guided the customer in shutting down the system for five minutes prior to attempting to reboot. When the customer rebooted, the system operated as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system would not boot up after having moved the system to radiology. No pt injury was reported.